Event description:
It was reported that the customer was having issues with the sensor due to calibration errors and readings were way off. Customer stated readings were 250 points off. Customer's last issue was two days before the call when the numbers were 100 points off and received a calibration error. Customer also reported receiving lost sensor alerts at night. Advised to call helpline if issue continued and if needed replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.